Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this defibrillation lead was attempted at implant. The lead was able to be placed without difficulty. Pacing was slowly decreased to affix the lead to the heart wall. There was no temporary pacing lead in place; however, it was determined the patient needed pacing and was placed back on pacing. The patient was in pulseless electrical activity and coded. It was reported the patient was in cardiogenic shock and the patient subsequently expired. It was noted that the patient had not tolerated anesthesia well.